Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted: that the dissector balloon, valve seal and doors appeared intact. The insufflation bulb was not received. The obturator was received. Pmv performed functional testing, the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, after balloon dissection of the pre-peritoneal space, the structural balloon trocar was inserted in para-umbilical incision and advance to the arcuate line, the device failed to inflate. After five (5) balloons were opened and all failed, a functioning structural balloon trocar was used successfully. No patient injury.